Manufacturer narrative:
The customer-reported issue of a failed system check test was confirmed by review of the patient data file. The driver alarmed as designed because the vacuum readings were outside of the acceptable range of values for the system check step. The acceptable range of values for the system check step is between -30 and -45 mmhg; patient data file review found failed readings between -46 mmhg and -48 mmhg. Testing provides user with pass/fail results but does not provide reason for failure. Per rd-125, companion 2 driver system product requirement specifications, section 7.2.2.12.1.29, the requirement for the system check is to set the vacuum blower control to a maximum value. At the maximum setting, the vacuum pressure exceeded the acceptable range programmed for the system check. Companion 2 driver did not malfunction, vacuum blower performed more efficiently than system check design expected. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. Ce 5224 comp-(B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver has been returned to syncardia for investigation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The supplier, a syncardia authorized warehouse, reported that the companion 2 driver did not pass the system check out.